Event description:
It was reported that due to the device not working properly the patient visited his physician two weeks before this surgery. As a result of the inspection, the physician had his inflatable penile prosthesis (ipp) pump explanted. It was explained that the pump was found to have a crack that caused the saline fluid to leak in the pump connecting tube. The cause of the crack was not noted by the hospital. The patient improved after this operation and is stable. This event is resolved.

Manufacturer narrative:
The returned device was analyzed and the reported allegations of fluid leak and hole was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined.

Event description:
It was reported that due to the device not working properly the patient visited his physician two weeks before this surgery. As a result of the inspection, the physician had his inflatable penile prosthesis (ipp) pump explanted. It was explained that the pump was found to have a crack that caused the saline fluid to leak in the pump connecting tube. The cause of the crack was not noted by the hospital. The patient improved after this operation and is stable. This event is resolved.